Event description:
The pt expired. An autopsy was done and the cause of death was reported to be "accidental overdose from pt's oral meds". It was reported that the "pt's doctor never followed up to see if pt was taking oral meds". It was also reported that "the pt was not taking meds and that death was related to the catheter not being connected correctly to the catheter". The medication being delivered via the device system was dilaudid. Additional info has been requested, a f/u report will be sent if additional info becomes available.